Event description:
The manufacturer received additional information on sep 12, 2019 identifying the following.the patient had a good recovery post operatively with no issues. It was also reported the event only added 10 minutes of additional x-clamp time to the procedure.

Manufacturer narrative:
The manufacturer received additional information on sep 12, 2019 identifying the following.the patient had a good recovery post operatively with no issues. It was also reported the event only added 10 minutes of additional x-clamp time to the procedure. Based on the initial reported information and the follow-up information received the issue was related to a mal-positioning of the guiding sutures and is not related to any device related malfunctions. In addition the patient was reported as having no adverse outcomes and the additional x-clamp time as a result of this issue were minimal. No further follow-up or investigations will be performed.

Manufacturer narrative:
Based on the information reported the event is attributable to an intra-operative malpositioning resulting in the requirement of guiding suture re-positioning. Per proctor instruction and in accordance with the device IFU the valve was not implanted once it was removed so that the guiding sutures could be changed. A new valve was implanted, however, there were no device issues and the root cause is thus due to user errors and cannot be traced to the device. No further investigations will be performed. Device being sent to manufacturer

Event description:
On (B)(6) 2019 a patient received a perceval pvs21 sutureless aortic heart valve implant as part of an avr. The manufacturer was notified of the following. A case using perceval for avr with maze and tap combined surgery. Because the guide suture was raised too much during the placement of perceval, the proctor told the physician not to apply too much tension. The site adjusted the tension and placed it but the tension was not sufficient, so it was indwelled at lower position on the left ventricle side than the planned placement position. For this reason, under the proctor¿s directions, the product was once removed and a new product was indwelled again.